Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® blood collection tubes buffered sodium citrate there was an issue with low draw. It was stated the¿nurse using bd fbn to withdraw the blood from patient. During withdraw the blood, nurse found low draw. Then nurse use another 364305 tube to draw, draw volume normal. No medical surgical and no medical intervention was take due to this issue at the moment.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. Additionally, the customer samples, along with retention samples selected from bd inventory, were draw tested and upon completion, the issue relating to underfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Draw testing of the customer samples was conducted and underfilling was not observed. Additionally, draw testing of the retain samples was conducted and underfilling was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.